Event description:
It was reported that the patient presented to the clinic for a routine follow up and complained of fatigue and not feeling well. The atrial lead exhibited loss of capture. During the procedure for the lead revision, the physician could not get the setscrew into the header. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.